Manufacturer narrative:
All buttons function properly. No button error alarms noted. No damage to keypad traces noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a button error alarm and the customer was unable to clear it. Customer's blood glucose was 49 mg/dl. Customer treated his low blood glucose with juice and peanut butter crackers. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.